Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer was using the proxabrush go-between ibd brush and while using it, the wire would not stay on the handle.